Event description:
It was reported that during a breast biopsy, using the probe, the tissue markers collagen was stuck and would not deploy. They changed to another device and it deployed properly. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). (B)(4). Sheared off. Eval summary: the analysis results of the mrm4008 found that the tip of the introducer tube was received sheared off at the distal end and the piece was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the found defect is the removal of the mammomarker from the disposable probe while it is still inserted into the patient's breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the patient's breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.